Manufacturer narrative:
(B)(4). No revision surgery occurred on this patient ((B)(6)). The revision surgery due to rotator cuff insufficiency is for another patient (see MFR report # 3000931034-2015-00272). This is the final report submitted regarding this surgical event and medical device.

Event description:
No revision surgery occurred on this patient ((B)(6)). The revision surgery due to rotator cuff insufficiency is for another patient (see MFR report # 3000931034-2015-00272).

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery due to rotator cuff insufficiency. Ruptured rotator cuff. (B)(6).